Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was shut off and insulin pump alarmed for battery out limit. Customer had high blood glucose of 129mg/dl which was treated with insulin pump and declined troubleshoot for high blood glucose. Customer had crack on battery compartment and reservoir compartment. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm, off no power anomaly or blank display noted. Device received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.